Manufacturer narrative:
Device is an instrument and it not implanted/explanted. The instrument was returned to life technologies corp and repaired by replacing the power amp board. After repair, unit functional test was performed and the instrument works as normal and the overall result is ok. Investigation is in process. Device intended use: the applied biosystems veriti dx thermal cycler amplifies human nucleic acid samples for diagnostic applications. The veriti dx thermal cycler is to be used only by operators trained in laboratory techniques and procedures.

Event description:
A customer reported an error message "error 0x006" coming from the instrument, veriti dx thermal cycler (cat no. 4452300, serial no. (B)(4)). No pt involvement reported. (B)(4).